Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the painful change in stimulation occurs when the patient repositions in bed at night, which causes a jolt that awakens the patient. Because of this, the patient cannot turn up the scs as high as he would like.

Event description:
Additional information from the healthcare professional of the clinical study reported a clinical diagnosis of a painful change in stimulation. The device diagnosis was not applicable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was change in stimulation. The patient had chronic low back pain and was seen to address some difficulties he had been having with spinal cord stimulator (scs). The patient reported that the scs was helping reduce his pain but at night when repositioning he felt jolts that awaken him. The patient also reported that he was not able to turn it up as high as he would like. The outcome was resolved without sequelae. Interventions included reprogramming the implantable neurostimulator (ins). The event resulted in an unscheduled clinic or office visit. The patient reported a change in stimulation. Diagnostic included an examination. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the stimulation. Relevant medical history included: lumbar radiculopathy, spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) additionally reported that there was a painful change in stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.